Manufacturer narrative:
According to the facility on (B)(6) 2023 "the surgeon was beginning to inject lidocaine when the ring on the control syringe broke causing the needle and syringe to slip". Per the facility the patient and surgeon were not injured and did not require medical attention. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2023 "the surgeon was beginning to inject lidocaine when the ring on the control syringe broke causing the needle and syringe to slip".